Event description:
Reportedly, during an implantation procedure, right ventricular lead measurements were within normal range. The subject device was connected to this lead but no pacing was observed. Lead position was changed and regular values were confirmed; however, no pacing occurred after re-connecting the pacemaker. Another device was implanted without issue.

Manufacturer narrative:
B3: corrected. Please find attached the analysis report. - attachment: [20200402 - file-2020-00217 - analysis_and_closure_report_resp-2020-00400.pdf].

Event description:
Reportedly, during an implantation procedure, right ventricular lead measurements were within normal range. The subject device was connected to this lead but no pacing was observed. Lead position was changed and regular values were confirmed; however, no pacing occurred after re-connecting the pacemaker. Another device was implanted without issue.